Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had an issue with the detection nub. The issue was found during testing and there was no patient involvement.

Manufacturer narrative:
Other text: customer reported that the device detection nub was missing. Tamper seals were intact. Performed visual inspection and it revealed the nub on the dso was missing. Missing nub on dso was the problem. Unable to determine who caused the problem.replaced downstream sensor.

Event description:
It was reported that the device detection nub was missing. No patient injury was reported.

Event description:
It was reported that the device detection nub was missing. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that the device detection nub was missing. Tamper seals were intact. Performed visual inspection and it revealed the nub on the dso was missing. Missing nub on dso was the problem. Unable to determine who caused the problem. Replaced downstream sensor.

Manufacturer narrative:
Other, other text: customer reported that the device detection nub was missing. Tamper seals were intact. Performed visual inspection and it revealed the nub on the dso was missing. Missing nub on dso was the problem. Unable to determine who caused the problem. Replaced downstream sensor.

Event description:
It was reported that the device detection nub was missing. No patient injury was reported.